Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to contact support again if the issue reappeared and was able to continue using the pump after the intervention.